Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided the 510(k) # is k061118.

Event description:
On (B)(4) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to feelings/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began at an unknown date/time prior to contacting lfs. The patient reported blood glucose readings between "170 and 180 mg/dl" with the subject meter. The patient informed the cca that she manages her diabetes with insulin(type/dose not specified). Due to the alleged issue, the patient claimed she increased her dose of insulin to 10 units. An hour and ½ after the alleged issue began, the patient reported having symptoms of shakiness and "saw a light of ring through her eyes when seeing." In response to her symptoms, the patient indicated she self-treated with food and/or drink. According to the patient, no other blood glucose device was used at the time the alleged issue began. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly; however, the patient was not able to determined if the strips were in good condition because the test strips were no longer available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she obtained an inaccurate high reading(s) on the subject meter, administered treatment based on the alleged result(s), and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.